Event description:
On (B)(6) 2016, the lay user/patient¿s husband (reporter) contacted lifescan (lfs) USA, alleging that his wife¿s onetouch ultra 2 meter read inaccurately high in comparison to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, and additional information obtained from mss reviewing the initial call. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2016 at 3.53pm. The reporter alleged that the patient obtained an inaccurate high blood glucose result of ¿312 mg/dl¿ with the subject meter compared to her feelings/normal results, which lifescan does not consider a valid comparison to determine an inaccuracy. The reporter informed the csr that the patient manages her diabetes with insulin (self-adjuster), and in response to the alleged inaccurate high reading she took insulin (unknown dose). The reporter stated that 2 hours later she developed symptom of ¿shaking¿, which she associated with having a low blood sugar. She was treated by her daughter (aged 10 years) with some sugar initially, then her parents gave her a glucagon injection, prior to calling the emergency services. The emergency services obtained a blood glucose reading of ¿52 mg/dl¿ on their meter. She was then admitted to hospital for observation and management. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. The strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted the reporter did not have control solution. Products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.